Event description:
It was reported that the customer experienced high blood glucose levels, leading to a visit to the emergency room and subsequent hospitalization on (B)(6) 2025. The highest recorded blood glucose level related to the incident was 500 mg/dl. Reportedly, the customer had been using supplies beyond labeling. Tandem technical support educated the customer on supply timelines. The customer received treatment with IV fluids and insulin, which resolved the issue. Technical support completed a pump system check, confirming that the pump functioned as intended, and no pump issues were identified. The customer was released from the hospital the following day on (B)(6) 2025 without any permanent damage being identified.